Manufacturer narrative:
The device is not available to the manufacturer.

Event description:
It was reported that a coil embolization procedure was performed in a patient. When the physician attempted to advance the subject coil through a microcatheter, the subject coil detached prematurely inside the microcatheter lumen. The subject coil was replaced with another device and the procedure was completed successfully. No clinical consequences were reported to the patient due to this event.

Manufacturer narrative:
D4 expiration date added. H4 manufacturing date added. Due to the automated mes system there are controls in the manufacturing process to ensure the product met specifications upon release. The subject device is not available; therefore, functional testing as well as visual testing cannot be performed. The reported event is covered in the device directions for use (dfu). As well, the risk of the reported event is documented in the risk documentation and there are current controls to mitigate the risk of the as reported event. While there are a number of potential causes for the reported issue main coil prematurely detached/separated during use, because review and analysis of available information failed to identify a definitive cause, a cause of undeterminable was assigned.

Event description:
It was reported that a coil embolization procedure was performed in a patient. When the physician attempted to advance the subject coil through a microcatheter, the subject coil detached prematurely inside the microcatheter lumen. The subject coil was replaced with another device and the procedure was completed successfully. No clinical consequences were reported to the patient due to this event.